Manufacturer narrative:
(B)(4). Concomitant devices - unknown vanguard femoral component catalog #: ni lot #: ni, unknown vanguard tibial component catalog #: ni lot #: ni. Report source - foreign: (B)(6). The product could not be evaluated and the reported event was not confirmed. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report was previously submitted erroneously on dec 31, 2020 under incorrect manufacturing report number 0001822565-2020-04258. Insufficient information.

Event description:
It is reported that the patient underwent a knee arthroplasty revision of the articular surface to address post-operative instability caused by ligament tension. A posterior stabilized articular surface was not available to be used, so the surgeon utilized an anterior stabilized articular surface. Attempts have been made, however, no additional information is available at this time.